Manufacturer narrative:
(B)(4) a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08750 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. No delivery anomaly noted during testing. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and scratched case.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 450 mg/dl. Customer advised they had a bent cannula which resulted in high blood glucose levels. Customer experienced diabetic ketoacidosis, vomiting, frequent urination and was admitted into (B)(6) hospital on (B)(6) 2017 at 10 am. Customer was off of the insulin pump less than 48 hours when they were admitted into the hospital. Customer declined to troubleshoot the insulin pump while in the hospital and asked for the device to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.